Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a micro-stent that was removed. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of the device explanted; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately assess the case (e.g., reason for explant, timeframe of explantation in relation to surgery, etc.). There is no mention of system failure. A possible root cause is that device explantation is an established risk associated with use of the device, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).